Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted in a patient with a 14f amplatzer torqvue 45x45 delivery sheath. It was reported the patient presented at baseline transesophageal echocardiography (tee) assessment with a trivial pericardial effusion prior to procedure. During procedure, the patient was administered heparin and there was no report of any difficulties or device recaptures. It was reported the patient had a small pericardial effusion via tee study at four hours post operation. The patient remained at the hospital overnight and a transthoracic echocardiography (tte) the next morning showed improvement of the effusion after no intervention or treatment. Patient status was reported as stable.

Manufacturer narrative:
An event of a small pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.